Event description:
There was a sensor error with the mapping catheter after placed into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for mapping catheter, 7fr pentaray nav eco highdensity mapping catheter, 2-6-2 spacing, f-curve (per site reporter). Mfg [manufacturer] notified by site.